Event description:
The info provided in this paragraph reflects what was stated in medwatch submitted by hosp. Hosp performed the initial tonsil surgery. Approx 24 hours post outpatient tonsil surgery, the pt presented at a second facility's emergency department with post tonsillectomy bleed. The pt's condition became critical and the pt was transported by helicopter to a third facility and placed on a ventilator. After a week, the ventilator was removed and the pt expired. According to hosp, the initial procedure was uneventful and the pt was sent home with routine discharge instructions. Hosp has no records or details of events after the pt was discharged from its care. Hosp identified the g3 workstation as being used during the initial surgery.